Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, there was no deviation from IFU in reprocessing steps for the location with foreign material. In addition, we could not identify the foreign material. Defective leakage from the forceps channel may have prevented proper reprocessing and removal of foreign matter. The root cause of the foreign material remaining in the subject device could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited white foreign material inside the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.